Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a bad speaker. The device was found out of specification in relation to the customer reported 'bad speaker' which was reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a speaker that failed to function normally. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad speaker during testing at the biomed service department. There was no patient involvement. No additional information is available.